Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 700 mg/dl and ketones; cause of bg not known. The customer went to the emergency room (ER) and bg was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released the next day with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.